Manufacturer narrative:
Product analysis # (B)(4):¿ equipment used: vis (m-78210) ¿ drawing(s) referenced: none ¿ as found condition: the hyperglide balloon catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no damage was found with the hyperglide balloon catheter hub. The hyperglide balloon catheter body was found stretched. Upon visual inspection, the balloon appears to be in good condition. ¿ testing/analysis: the balloon could not be tested for inflation due to the damaged condition of the catheter body (stretched). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the balloon leak was observed during intraoperative use, extracorporeal inflation. The patient was being treated for an irregualr aneursym. Vessel tortuosity was mild. The devices were prepared as indicated in the instructiosn for use (IFU. The balloon was replaced to complete the procedure. There was not extenisve guidewire manipulation. During inflation the guidewire tip was not advanced out of the catheter tip. The injection rate was slow. After multiple inflations the catheter and guidewire was removed and inspected. The healthcare provider (hcp) did not verify the performance of the balloon and inspect for presence of clot at the tip or inflation holes. Blood did not enter the catheter lumen. Contast was not observed leaking during the inflation attempt. There were no kinks on the catheter during use. The hcp tested the balloon prior to use. The balloon did not perform as intended during testing. The balloon leak was at the tip. A 1ml syringe was used during inflation/deflation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the balloon couldn't be inflated and leaked fluid. No patient symptoms or complications were associated with this event.